Event description:
It was reported that when visually inspecting sets from this lot, seven sets were found to have the proximal and distal segments reversed at the cassette engagement. These setswere not used on patients.